Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq5010v and the lens flipped over upon insertion, due to a surgical technique. The surgeon cut the lens in half to remove it without enlarging the incision and replaced it with another lens. No patient injury. This lens was a piggy back lens to another one that was inserted. The cartridge used was not tested or approved for use with a silicone lens.

Manufacturer narrative:
Evaluation codes" result - a visual inspection of the returned product shows half of the lens and a haptic is torn off and missing. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation.